Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a cc4204a collamer single piece lens, +19.0 diopter, but the lens was damaged. There was patient contact but no injury. The backup lens was implanted. The reporter was unable to provide any additional information.

Manufacturer narrative:
Corrected data: implanted date: it is corrected to n/a in the initial MDR. Explanted date: it is corrected to n/a in the initial MDR. Claim# (B)(4).